Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for an interventional cardiologist with 20 years¿ experience who was been using the visi pro stent since 2015. The respondent utilized the paramount mini stent system in 300 procedures to treat occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), carrying out 50 of these procedures within the last 12 months. 100 procedures were carried out using the paramount mini stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with 30 of these being undertaken in last 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has performed (B)(6)procedures using the paramount mini stent system, with 10 of these being carried out within the last 12 months. The respondent reports the following a complication of stent misplacement associated specifically with pta or stent placement for occlusive or stenotic disease. This event was deemed to be device related and was considered to be somewhat concerning.